Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned as it remains implanted; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event for item/lot: (00587806535/62042103). Insufficient information to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combinations (00587806535/62042103). A search for field actions using cognos bi identified that item/lot: (00587806535/62042103) is associated with a quality hold with an r-code as the reason. Notification and request for additional information sent to field action team. Response received from field action team: product was implanted prior to the recall being issued. The foil pouches are part of a dual barrier system to provide sterile integrity. Retrospective testing performed as a result of an internal review of the packaging system revealed that in some instances, tears/holes in some of the foil pouches were present in either the inner foil pouch or the outer foil pouch, but never both in the same sample. No product complaints have been reported for this issue. Zimmer biomet tmt implemented a packaging change from the foil pouch sterile barrier system to a double sterile barrier thermoform cavity configuration by november 2012. The affected product was distributed between april 2011 and march 2016. Medical review of the provided x-rays provided the following impressions: total knee arthroplasty with possible horizontal fracture involving the patellar component, incompletely visualized given hardware overlap. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & multiple mdrs have been submitted for this event. 00587806535 nexgen complete knee solution, trabecular metal std primary patella lot 62376021. MDR#: 3005751028-2020-00090.

Event description:
It was reported that the patient underwent a bilateral tka. Approximately 5 years post-implantation, cracks on the right knee patella component were seen on an x-ray. It was noted that the patient is not experiencing any pain.